Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported inappropriate shutdown event; however, a thorough review of the electronic device logs confirmed that the device did lose power four (4) separate times.  Following the device evaluation, proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent provided physio-control with the electronic records from the reported event for review. Physio reviewed the electronic records and was able to verify the reported issue. The device will be returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device cycled power (off then on) by itself three times during a recent patient event. Later, after monitoring the patient for approximately 10 minutes, the device powered off again by itself. The patient, an (B)(6) male, survived the event. The customer advised that medical personnel were using the device to monitor vital signs and there were no adverse effects to the patient as a result of the reported issue.